Event description:
The device was returned due to air compressor failure. Upon return, the device alarmed during startup immediately after excessive attempts to charge the pneumatics occurred. The unit was reverted to manufacturing mode and failed pneumatic recharge testing consistent with a failed air compressor. No other damage was identified.

Event description:
The following has been reported: biomed reported: "fk pump serial (B)(6) is having some issues upon all start-ups. The pump has been cleaned a couple of times without change. This pump will need to have the logs downloaded, and the pump will be plugged in and turned on for this to happen. There were no reports of patient harm nor the stoppage of an active infusion. A preliminary review identified the following issue: mechanical hardware failure (air compressor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.